Manufacturer narrative:
(B)(4). Date sent 7/17/2025. D4 batch #c9ed5w. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, five(5) conforming clips were fed and formed; finally the device locked out as intended. No functional testing could be performed due to the instrument being empty, however it is known from the history of the device that jaw disengaged condition may lead to malformed clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch c9ed5w number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9ed5w, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to ligate blood vessels, but the clip was not fed into the jaws properly after the device was used a few times. Another clip was used to complete the case. There were no adverse consequences to the patient. No further information is available.